Event description:
It was reported that during implant, the right atrial (ra) lead was over torqued and the lead broke. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix mechanism and the lead appeared damaged at implant.